Event description:
A power-on-reset condition was reported. The patient had not had any medical procedures, but did ride a train the day the condition was seen. It was also reported that the patient was charging more than expected. A longevity calculator estimated the recharging interval as every six days at beginning-of-life and every 5 days at end-of-life. For the past three weeks the patient was recharging every 3.5 days when they stopped feeling stimulation. It was reported that electrode pairs 1 and 9 and 2 and 10 were measured with impedances under 50 ohms. There were no reported falls or trauma. The patient was to be reprogrammed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).